Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was implanted upside down which led to bleeding. The ipg was revised and remains in use. No further patient complications have been reported as a result of this event.